Event description:
Caller states the customer informed her today that the inner cannulas for the reported product do not fit as good as they used to. Caller stated that this trach has been in the pt about a week. No further details associated to this report are available however, the caller did that the tube was removed, and replaced with a new 6dcfs. The caller confirmed that the tube was discarded.